Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 29-oct-2013 under work order (B)(4) and sold on 17-apr-2015. Manufacturing record review: DHR-153703 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: 28-jul-2022 - 98845-defrost and freeze triggers are loose-tension spring is missing-spring was replaced, tested ok. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to a loose relief device rupture disc leaking. This is being attributed to normal wear and tear of the unit. Correction and/or corrective action the rupture disc was tightened. The unit was tested and found to be acceptable. Unit was returned to the customer. No further training required at this time. Was the complaint confirmed? Yes . Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Per details received on e-complaint (B)(4). "Leaking." Of cryosurgical unit.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported conditon.

Event description:
Per details received on (B)(4): "leaking." Of cryosurgical unit.